Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6(clinical and impact code)

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units port possibly not connected issues with the part you press into cable, is not working at all. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: event site postal code: (B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) "port - damaged / broken" before use. A getinge field service engineer (fse) visited the site and observed pressure transducer port working intermittently. He ran pump with trainer, checked continuity of pins to the connector on the board, pins looked discoloured so cleaned. Ran pump again with no problems found.the pump was put back into use and there have been no further incidents since. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) units port possibly not connected issues with the part you press into cable, is not working at all.